Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient controller displayed the replace generator message. Patient runs therapy a burstdr program with cycling. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that the ipg was explanted and replaced. Effective therapy was restored.